Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During evaluation of the device to determine root cause, the technician observed damage to the on/off power switch that was not consistent with typical handling. The damaged gasket and switch actuator is suspected to be related to a pointy instrument. This report has been attributed to improper use by the end user. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat an (B)(6) year old female patient for cardiac arrest, the device would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.